Event description:
2006:funeral home reported patient died and cause is unknown. Requested copy of death certificate. Pump returned to manufacturer on 7/5/2006

Manufacturer narrative:
H6- a follow up report will be sent when device analysis is complete.